Manufacturer narrative:
(B)(4). The unit was elevated locally by a philips rep and the failure was verified. Replacement of the battery resolved the failure.

Event description:
The customer reported that the unit failed to recognize this battery.